Manufacturer narrative:
During the procedure, the presidio 10 cerecyte microcoil (B)(4) but the basket shaping was not good, and during detachment process, the coil could not be detached. The cable was changed, but it was useless. The device was changed to use another presidion microcoil (B)(4) to complete the procedure. The coil was successfully removed from the patient, and afterwards, the same standard cable (B)(4) that originally failed, was not used with another coil. An enpower (B)(4) was used with the devices. Low battery light was not seen during case, and no fault light was seen during the case. Upon pressing the power button, all lights illuminated, and the green system ready light did illuminate. During the detachment cycle, the detachment light illuminated and an audible signal beeped. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional force was used to further advance the coil system through the microcatheter. After changing the cable, the new cable was used to complete the procedure with the same dcb. No attempts were made to detach the coil manually. A prowler lpes microcatheter was used with the device. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. During the case, a 6 french guiding catheter was used to create the channel, and then the prowler select plus microcatheter and micro-guidewire were successfully positioned. The target site was the pcom artery with aneurysm that measure 4.2*6mm. There was no patient injury reported, and the device will be returned for analysis. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information and analysis of the returned devices, the root cause of the coil failure to detach cannot be determined. Laboratory testing could not be conducted due to the fracture of the solder joint connection, or return of the involved dcb or connecting cable. A review of the manufacturing documentation associated with the involved lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the procedure, the presidio 10 cerecyte microcoil (pc410041230/ m10357) but the basket shaping was good, and during detachment process, the coil could not be detached. The cable was changed, but it was useless. The device was changed to use another presidion microcoil (pc410041230) to complete the procedure. The coil was successfully removed from the patient, and afterwards, the same standard cable (m18602) that originally failed, was not used with another coil. An enpower (f66947) was used with the devices. Low battery light was not seen during case, and no fault light was seen during the case. Upon pressing the power button, all lights illuminated, and the green system ready light did illuminate. During the detachment cycle, the detachment light illuminated and an audible signal beeped. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional force was used to further advance the coil system through the microcatheter. After changing the cable, the new cable was used to complete the procedure with the same dcb. No attempts were made to detach the coil manually. A prowler lpes microcatheter was used with the device. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remained attached to the delivery system. During the case, a 6french guiding catheter was used to create the channel, and then the prowler select plus microcatheter and micro-guidewire were successfully positioned. The target site was the pcom artery with aneurysm that measure 4.2*6mm. There was no patient injury reported, and the device will be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the presidio 10 cerecyte microcoil (pc410041230/ (B)(4)) but the basket shaping was good, and during detachment process, the coil could not be detached. The cable was changed, but it was useless. The device was changed to use another presidion microcoil (pc410041230) to complete the procedure. During the case, a 6french guiding catheter was used to create the channel, and then the prowler select plus microcatheter and micro-guidewire were successfully positioned. The target site was the pcom artery with aneurysm that measure 4.2*6mm. There was no patient injury reported, and the device will be returned for analysis.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.